Event description:
The customer reported 5-10 mls of clear fluid leaked from the baths overflowing in the coulter act diff 12 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from bath overflow. Both baths did not drain and the vacuum isolator chamber (vic) was draining slowly. The fse replaced the tubing through lv14, lv15, and check valves 2, 4, and 5 resolving the leak. (B)(4).